Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. Another lead was placed successfully. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. Additional information was received that the lead was an attempted implant due to helix extension and retraction issues. Another lead was placed successfully. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device codes.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. Additional information was received that the lead was an attempted implant due to helix extension and retraction issues. Another lead was placed successfully. No adverse patient effects were reported.